Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2009 and boston scientific uphold and boston scientific obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to recurrent urinary tract infections, tight obstructed urethra with stenosis from previous transobturator sling surgery, urine retention, overactive bladder symptoms, and symptomatic cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/18/2015. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p repair, enterocele repair and cystoscopy due to rectocele and sui. No additional information was provided.